Manufacturer narrative:
Related patient identifiers: (B)(6). The device was returned to olympus for inspection. The olympus investigator was not able to confirm the customer failure. The investigation found that two of four flaps were deformed, but all flaps were attached to the stent. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, when the biliary drainage tube was removed, it was determined that 3 of the 4 flaps on the stent were missing and had detached. There was no report of patient harm. This is report 4 of 4.